Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use an evercross balloon with a non-medtronic 6 f sheath and guidewire to treat a moderately calcified 150mm lesion with 40% stenosis in the proximal superficial femoral artery (sfa). The vessel presented minimal tortuosity. The artery diameter was 6mm. IFU was followed and the device was prepped with no issues. An inflation device was used. It was reported that a longitudinal burst occurred during inflation of the balloon at 10 atm. The balloon was retrieved successfully from patient and the procedure was completed using a chocolate balloon. There was no patient injury reported.

Manufacturer narrative:
Additional information received. The balloon and catheter were removed together through the sheath and no parts embolised in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the evercross catheter was returned inside a previously opened evercross pouch which indicated lot a719763. No ancillary devices were included. The evercross catheter was removed from the pouch and inspected. The balloon was in a post-inflated state. Dried blood was noted on the outside and within the balloon. It was observed the balloon showed a longitudinal tear which started approximately 4cm from the distal tip and continued for approximately 9cm (13cm from the distal tip). No other damages were observed to the evercross. A longitudinal tear has been identified. If information is provided in the future, a supplemental report will be issued.